Event description:
During testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
During initial testing, the device did not alarm when a distal occlusion was present. Further testing could not duplicate the event; therefore, no root cause could be determined. This report represents all the information known by the reporter upon query by hospira personnel.